Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: six devices were received for evaluation. One device was used but contained no residual fluid in its bladder while the remaining five devices contained 78, 91, 237, 238 and 239 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all six devices, and the devices were found to be within the product specification range. The reported condition was not verified on any of the devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 15, 2024 ¿ august 19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume folfusors underinfused during infusion. There was still solution left in the pump at the end of the infusion time of 24 hours. The volume was 240 ml initially, but there was an estimated 100 ml remaining. A lumen was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.